Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used to treat anorectal hemorrhoids during a band ligation procedure performed in the anorectum on (B)(6) 2024. During the procedure, the bands did not deploy. Through the scope, the bands were visibly in incorrect positions, some overlapped, which caused the bands to fail to deploy. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.